Event description:
The velocity delivery microcatheter was damaged when removed from the package. The catheter was removed, and a new catheter was used - there was no harm to the patient. Manufacturer response for microcatheter, velocity delivery microcatheter (per site reporter). Product handled by site, and they notified the mfg directly.